Manufacturer narrative:
The prods remain implanted and will not be returned for eval. This is the final report.

Event description:
The pt reported tightness and stimulation around the lead extension site. During a programming session, high impedances were observed. An x-ray was taken and it appeared that the lead extension had a break. The pt was programmed and is reportedly doing well.